Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. A follow up computed tomography (CT) showed sac growth. Patient had further testing and the angiogram identified stent migration between the proximal cuff and main body stent. The physician elected to implant 2 suprarenal aortic extensions to increase the overlap. The patient is in stable condition.